Manufacturer narrative:
Voluntary medwatch mw5146427.

Event description:
It was reported that a possible atrial over-sensing of far r signal was noted on stored egms (electrogram) with possible false episodes detection at times. No further information was received.